Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that where the seat post connects at the bottom of the base frame the weld is broken. Dealer stated that it appears that the seat was wobbling and caused for it to break.